Event description:
It was reported the pt's lead had migrated due to "catching on the pt's jacket." The pt's health care provider replaced the lead. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).